Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer&#38112;blood glucose level was 255 mg/dl and it was addressed with a bolus. The customer declined a follow up with tandem's technical support.